Event description:
It was reported that during an implant procedure, the helix on a right ventricular (rv) lead would not retract when the physician attempted repositioning. When removed from the patient, the helix "retracted with a visible jump". The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned with the helix fully retracted. Analysis was performed and no anomalies were found. The helix was able to be extended and retracted within specification.